Event description:
It was reported that a new ilet user experienced hyperglycemia after initial training and lunch, with cgm showing 310 mg/dl and a concurrent fingerstick of 250 mg/dl, following a pre-meal level of 200 mg/dl; troubleshooting included verifying no insulin leakage and confirming a dry infusion site, along with education that early algorithm behavior is conservative. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia outside target for approximately two hours, without ketone testing, back-up therapy, or medical intervention. Investigation included customer interview and device use review. Investigation of this case revealed no device malfunction observed during troubleshooting and that glycemic excursion was consistent with early adaptation and meal composition. It was concluded that the event was consistent with hyperglycemia with unclear cause, with contributing factors including recent initiation and high-carbohydrate meal, and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.